Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific rec'd info that this implantable lead was capped during a routine pulse generator change out procedure due to high thresholds. No adverse pt effects were reported.